Event description:
A technician reported a multifocal lens (iol) was exchanged. Add'l info was received from the tech that the reason for the exchange was an inappropriate lens power was initially implanted. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no similar complaints reported in the lot number. Attempts have been made to obtain add'l info. A completed questionnaire has not been received. (B)(4).